Manufacturer narrative:
On-site investigation was made by our field service engineer (fse). The reported issue could not reproduce d during ventilator examination. The ventilator passed pre-use check, functioned normally and no parts were replaced. No device logs were received. The root cause for the reported low o2 concentration alarms could not be determined.

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer's ref.#: (B)(4).